Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available, a supplemental record will be filed. Post receiver broken from frame.

Event description:
Seat post receiver weld broke where it attaches to base frame.